Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The facility name and address and initital reporter's phone number were not provided. As of this date, the device has not been returned for evaluation. Therefore; the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported by slovenia that during post-surgery, it was discovered that the quick coupling for k wires device left oil stains. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the quick coupling for k wires device left oil stains was not confirmed. Therefore, an assignable root cause for the reported conditions of foreign substance/debris/cleaning/sterilisation and leak-liquid was not determined. However, during evaluation, it was determined that the device had corrosion/rusting/pitting, worn seal, would not hold k-wire, vibration-untrue running, illegible etch, cosmetic damage-worn etch, cosmetic damage-worn coupling and damaged bearing. It was further determined that the device failed pretest for marking & labeling, check the quick coupling for k-wire, check self-holding force in smallest range and check function in running mode. The assignable root cause was determined to be traced to maintenance.